Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx had a damaged therapy port connector. There is no indication of patient involvement.

Event description:
The customer reported that the heartstart mrx had a damaged therapy port connector. There was no patient involvement.